Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the ceramic head (insulation beak) was a mechanical problem, but the cause of the ceramic head (insulation beak) failure could not be determined. The most likely cause was some kind of excessive force. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the resection sheath had a broken ceramic head. No further information regarding the event was provided. There were no reports of patient harm.